Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The device failed functional testing. Receiver data log was downloaded for review and errors were noted. The receiver case was opened finding that the moisture detection sticker had been activated. As moisture damage is a contributing factor to no audio output, the customer complaint has been confirmed. The root cause for the reported event was determined to be moisture damage.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device vibrated on the low setting.